Event description:
It was reported that the customer revealed a no delivery alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed no delivery during the displacement test. However, the device passed the 25u bolus delivery test.